Manufacturer narrative:
The reported event of infection was unable to be confirmed by analysis. The product was returned, and visual inspection was normal. Final analysis found the cause of infection could not be traced to the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented at the clinic due to wound dehiscence present above her implantable cardioverter defibrillator (ICD) pocket due to an insect bite. The wound was found to be bleeding and wouldn't heal. An infection was suspected; however, it was deemed unrelated to the ICD system. The ICD was explanted, and the patient was stable.